Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the black ring on distal tip ripped off. There were no reports of patient harm. Black ring on distal tip is ripped off.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the black ring on distal tip is ripped off malfunction: either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.